Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not yet receive explanted devices, x-rays, or other source documents for review. The lot numbers were received, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. It is not suspected that product failure lead to the alleged event. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that pt underwent revision surgery because the cm nail broke 2 months after implantation at the point of the lag screw. Nail had to be removed.